Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. The reporter alleged the battery cap could not be removed from the battery compartment, and there was moisture present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 14-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-feb-2018 with the following findings: during investigation, the battery compartment was cracked along the side of the pump with moisture in it. The battery cap threads were stripped/damaged and was unable to be tightened to a test pump. A leak was found in the display lens. The pump was opened to find moisture throughout the interior. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.